Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the patient underwent intraocular lens (iol) implantation surgery. Post surgery patient had a complaint of continuous starburst, glare and positive dysphotopsia from headlight of vehicles. Additional information has been requested.